Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and pump was exposed to fluid. Customer's blood glucose value was 600 mg/dl. Troubleshoot was performed. Customer stated keypad is unresponsive and perform a self test and test was passed. The product was not returned for analysis.